Event description:
The customer reported a speaker malfunction on the intellivue mx500 patient monitor. It is unknown whether sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported malfunction. No death or patient/user injury or harm was reported.